Manufacturer narrative:
(B)(4).

Event description:
The customer reports difficulty in removing the seldinger. When removed the seldinger was frayed.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide for evaluation. The guide-wire was kinked/bent throughout its length and was unraveled at the distal end due to the inner core wire fracturing. The fracture points were microscopically examined and signs of necking were observed, indicating undue force was applied to the guidewire. Both welds were examined and found to be full and spherical. The total length of the returned spring-wire guide measured to be 680 mm, which is within the range of 679 to 687 mm specified by the product drawing. Based on this it is assumed none of the core wire is missing. The outer diameter of the spring-wire guide was also found to be within specification. A manual tug test performed to confirm proximal weld is intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs that if resistance is encountered while withdrawing the spring-wire guide from the catheter the catheter should be withdrawn about 2-3 cm relative to the spring-wire guide. If resistance is encountered again the spring-wire guide and catheter should be removed simultaneously. The IFU also warns against applying excessive force in removing the spring-wire guide or catheter. The customer reported issue of the spring-wire guide becoming unraveled was confirmed during the sample investigation. Visual inspection of the spring-wire guide determined that the distal end of the core wire had separated due to undue force being applied at the distal tip. Dimensional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer reports difficulty in removing the seldinger. When removed the seldinger was frayed.